Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when plugged into the clinic monitor, the patient had a driveline fault alarm. X-ray images showed a possible area of concern, and that there was a potential degrading wire in phase 2. It was suggested to keep the patient on an unshielded cable/power module and/or batteries in the event there is a damaged wire associated with the driveline fault alarm which may cause a short-to-shield driveline issue. Additional information was provided that there was not enough driveline cable to attempt a repair and the patient was admitted to the hospital on (B)(6) 2023. It was then reported that on (B)(6) 2023 the patient was taken to the operating room for a heartmate 2 to heartmate 3 pump exchange due to the damaged driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms indicative of potential driveline wire damage; however, driveline damage was unable to be confirmed as the pump was not returned for evaluation. Review of the submitted log file found that the pump operated at the fixed speed without issue. Silenced driveline fault alarms were captured that were associated with a potential issue with the black wire. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. A driveline wire compromise could not be confirmed via the submitted x-ray images. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states the patient arrived to clinic on (B)(6) 2023 and upon examination of vad history it was noted that patient had 201 yellow wrench alarms for faulty driveline. Between the alarm history and x-ray it is noted there appears to be a degraded phase 2 wire. Patient admitted (B)(6) 2023 for vad exchange. On (B)(6) 2023 the heartmate ii was exchanged for heartmate 3.

Manufacturer narrative:
User facility report: 3400400000-2023-000030 was received on 22may2024. No further information was provided. The manufacturer is closing the file on this event.